Event description:
It was reported that during the procedure the doctor observed bleeding at the lower pulmonary vein after ablation. The doctor indicated the patient's heart was larger than typical. The doctor could not confirm if the bleeding was caused by ablating with the oll2 or manipulation of the heart. (It was initially reported patient care was not affected; however, follow-up information indicated that while under arrest the surgeon sutured the bleeding on the ablation line with a monofilament suture thread). The amount of blood loss was unable to be ascertained. No longer term patient consequence.

Manufacturer narrative:
(B)(4). The device was not returned to atricure for evaluation and disposed of by the hospital. A device history review was performed for the reported lot number and there were no non-conformances or re-works that would have caused or contributed to the reported event. The user could not conclusively determine cause of the event.